Event description:
It was reported to cook that a patient experienced a type 1b endoleak. The patient was participating in a study. The event occurred between 01jul2008 and 27feb2024. The patient underwent fenestrated endovascular aortic repair (fevar) and had a zenith fenestrated aaa endovascular graft and at least one zenith flex with spiral-z technology aaa endovascular graft iliac leg implanted during the procedure. On post op follow-up day 1266, a distal type I endoleak was identified by the clinical study site. The independent laboratory reported the presence of an "unknown" type endoleak. The patient required coil embolization of the right internal iliac artery and stent-graft placement in the right common iliac and right external iliac arteries. The site reported the re-intervention was successful. The patient died 1304 days after the reintervention procedure at the age of (B)(6). The cause of death was septic shock; small bowel obstruction and gastrointestinal (gi) bleeding were contributing factors. The death was reported to not be related to the device or procedure.

Manufacturer narrative:
E1: clinical project manager, cook research incorporated. The event occurred at the (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4 (model #). Investigation ¿ evaluation. On 06may2024, cook became aware of an event with a (B)(6) patient with a type 1b endoleak on the zenith aaa endovascular graft iliac leg (rpn: tfle-24-71) placed on the right, contralateral side. On (B)(6) 2007, independent lab analysis of the pre-procedure computed tomography (CT) scan showed a 67.5 mm pararenal aortic aneurysm. The proximal sealing zone was parallel, with mild thrombus and moderate calcification. There was mild calcification of the left common iliac artery. There was moderate calcification of the right common iliac artery and the bilateral external iliac arteries. There was mild occlusive disease of the right common iliac artery. No other occlusive disease was noted in the other sections of the iliac arteries. The iliac arteries were patent with mild tortuosity, bilaterally. There was no occlusive disease reported in the bilateral renal arteries, the sma or the celiac arteries. On (B)(6) 2008, the patient under local anesthesia underwent endovascular placement of a main body (zfen-p-z-32-94-r), a distal body {zfen-d-16-45-76-c), and an iliac leg graft {tfle-24-71) in addition to bilateral renal artery stents (right renal artery - one 7 mm x 18 mm competitor's transhepatic biliary stent and left renal artery - one 6 mm x 18 mm competitors transhepatic biliary stent). Post-procedure angiography revealed a patent endograft with no endoleaks reported. On (B)(6) 2008 2-day post-procedure, a CT from the independent laboratory reported patent, intact endografts with no kinks or endoleaks. Subsequent cts dated (B)(6) 2009; (B)(6) 2010; and (B)(6)2011 reported no issues of concern with the endografts. On (B)(6) 2011, the clinical site reported a secondary intervention completed due to a persistent type I distal endoleak that was treated percutaneously with coil embolization and placement of a right external iliac extension. The secondary intervention was reported to be successful. The independent laboratory reported the endoleak type as unknown. On (B)(6)2012, the patient was diagnosed with a bowel obstruction. The patient opted for comfort measures rather than surgical intervention. It was reported the patient had a history of coronary artery disease, peripheral vascular disease, hypertension, chronic obstructive pulmonary disease, renal insufficiency, non-insulin diabetes, non-smoker, asa class 3. The patient died on (B)(6)2012, of a bowel obstruction and sepsis. The death was not related to the aneurysm, device, or procedure. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned to cook for investigation. However, medical imaging was provided and reviewed. Per the review, a tfle-24-71 type ib endoleak is confirmed. The type ib endoleak was the result of right cia seal zone growth independent of the aaa. The seal zone initially expanded over the first six months to match the sealing stent diameter. It then was stable for at least six months before expanding beyond the stent¿s design diameter. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The device was packaged with IFU t_zaaaf36_rev2. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions: 4.1 general. ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. ¿ intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ the zenith flex aaa endovascular graft with the h&l-b one-shot introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. ¿ the zenith flex aaa endovascular graft with h&lb one-shot introduction system is not recommended in patients exceeding weight and/or size limits which compromise or prevent the necessary imaging requirements. ¿ the zenith flex aaa endovascular graft with the h&l-b one-shot introduction system is not recommended in patients with known sensitivities or allergies to stainless, polyester, solder (tin, silver), polypropylene or gold. 4.3 implant procedure. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. 5.2 potential adverse events: ¿ aneurysm enlargement ¿ aneurysm rupture and death ¿ claudication (e.g., buttock, lower limb) ¿ endoleak ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion ¿ surgical conversion to open repair (B)(4) patient selection and treatment: additional considerations for patient selection include but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity) ¿ patient¿s suitability for open surgical repair ¿ patient¿s anatomical suitability for endovascular repair ¿ ability to tolerate general, regional or local anesthesia ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 22 french vascular introducer sheath. (B)(4) patient counseling information: ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a lifelong commitment to the patient¿s health and well-being. ¿ physicians must advise all patients that it is important to seek prompt medical attention if he/she experiences signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer the patient to the patient guide regarding risks occurring during or after implantation of the device. Procedure related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2 potential adverse events). The physician should complete the patient ID card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up: 12.1 general ¿ the long-term performance of endovascular grafts has not yet been established. ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe their follow-up relative to the needs and circumstances of each individual patient/ the recommended imaging schedule is presented in table 12.1. This schedule continues to be the minimum requirement for patient follow-up and should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. Based on the information provided, image review, and the results of the investigation, cook could not establish a definitive cause for the failure mode. While the cause in this case is not known, it is likely that disease progression contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was provided to cook on 20may2024. The patient underwent fenestrated endovascular aortic repair (fevar) under local anesthesia on (B)(6) 2008. The following cook devices were implanted during the procedure: zenith fenestrated aaa endovascular graft proximal body graft. Zenith fenestrated aaa endovascular graft distal bifurcated body graft. Zenith aaa endovascular graft iliac leg. Additional devices from other manufacturers were also implanted during the procedure (renal artery stents, transhepatic biliary stent). Post-procedure angiography revealed a patent endograft with no endoleaks reported. On (B)(6) 2008, a two day post-procedure computed tomography (CT) scan from an independent laboratory reported patent, intact endografts with no kinks or endoleaks. Subsequent CT scans were completed on (B)(6) 2009; (B)(6) 2010; and (B)(6) 2011 reported no issues of concern with the endografts. On (B)(6) 2011 the clinical site reported a secondary intervention completed due to a persistent type I distal endoleak. The type 1b endoleak was treated percutaneously with coil embolization and placement of a right external iliac extension. The secondary intervention was reported to be successful. The independent laboratory reported the endoleak type as unknown. The patient remained in the study. On (B)(6) 2012 the patient was diagnosed with a bowel obstruction. The patient opted for comfort measures rather than surgical intervention. He died on (B)(6) 2012 of a bowel obstruction and sepsis. The death was reported to not be related to the device or procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. E1: the event occurred at (B)(6). Correction: a2, d4 (brand name), e1. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.